Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device failed to deploy. The method used to achieve hemostasis was not specified. As the account did not capture the physician's name, his training status in the use of the device could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurence (date could not be remembered). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was in a pre-deployed position. However, there was evidence of dried blood on the device and presence of slack on the link, which is an indication that the device was inserted into the patient, the lever was activated, but the plunger was not deployed. During the investigation, the plunger was deployed and both cuffs were captured. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. As the device performed according to specifications, the possible cause for the reported failure to deploy could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a product quality deficiency.